Manufacturer narrative:
(B)(4), results: (pt vessel morphology, lesion is reported to be calcified). (Stent dislodgement). Conclusion: (pt vessel morphology, lesion is reported to be calcified).

Event description:
The physician was attempting to deploy a 2.75 mm diameter x 16mm length micro driver rapid exchange (rx) bare metal stent to treat a lesion located in the rca, that exhibited calcification. It was reported that when the doctor removed the stent to further dilate the lesion, it was noticed that the stent was located on the wire in the rca. Another catheter was used to successfully remove the stent. No other add'l clinical sequelae were reported.